Event description:
Wire inserted during intervention and a stent was deployed. After stent deployment, an attempt was made to remove the wire without success. On second attempt to remove the wire, md was able to pull back the wire, and in doing so, the wire separated. Large portion of wire removed from the pt, but a small portion remained lodged in the vessel. After several attempts with a snare device, md was unable to retrieve the small lodged portions, and pt required surgical intervention.